Event description:
A family member reported that the patient experienced blood glucose (bg) of 510 mg/dl with positive ketones. The patient reportedly woke with bg of 370 mg/dl and was treated by injection, resolving to 180 mg/dl. The patient's bg again increased to 510 mg/dl by noon. The family member confirmed that the pump settings are correct. The patient's site was reportedly changed and an injection was given and the bg resolved. Customer support concluded that the bg elevation was due to using an old infusion site. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: reviewed total daily dose history from (B)(4) 2011 to end of pump use on (B)(4) 2011; daily insulin delivery totals correctly reflect the users programmed basal rates. A 29-hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.